Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2019. The customer blood glucose level was 400 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer was treated with insulin during hospitalization. The customer did not experience any symptoms related to high blood glucose. Customer declined to perform a carelink upload. The insulin pump will not be returned for analysis.